Event description:
The customer stated that she was treated in the emergency room for a high blood glucose reading of 584 mg/dl. The customer stated that her blood glucose levels had been high since the night before the event. The insulin pump was alarming during the phone call. The customer was assisted in clearing the alarm and programming the correct time and date. The basal rates were reviewed and they were correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.